Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. H3 other text: device not returned to manufacturer.

Event description:
On 4th april 2023 getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top,individual configuration. As it was stated, the issue occurred during surgery when the anesthetized patient was placed on a table at the angle of 10 degrees in trendelenburg position. The error 105/12 was displayed and table top could not be moved. The patient had to be transferred to different table top due to the issue which led to a delay of around 5-15 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Manufacturer narrative:
Getinge became aware of an issue with one of our table tops ¿ 118010a0 - basis table top, individual configuration. As it was stated, the issue occurred during surgery when the anesthetized patient was placed on a table at an angle of 10 degrees in the trendelenburg position. The error 105/12 was displayed and the table top could not be moved. The patient had to be transferred to a different table top due to the issue which led to a delay of around 5-15 minutes. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. With the investigation performed it was concluded that upon the event occurrence, the device was being used for the patient¿s treatment and was also directly involved with the reported incident. As the malfunction of the table top was found, it was concluded that the getinge device was not up to the specification. A review of the received customer product complaints revealed that there were no injuries to a user nor to a patient when this particular malfunction occurred. (B)(4). The affected device has been evaluated by a getinge technician. The technician stated that errors 105/12, 103/12 and 107/8 occurred which indicated the issues with different statuses of the position from the sensors, overcurrent and moving directions. The malfunction of the table top was confirmed, however, the device could not be fixed at the customer site. The table top was transferred to the repair center to replace all defective parts: retrofit kit poti tt a-right b-left (part number 31146629), retrofit kit poti tt b-right, a-left (part number 31146649), sealing for cover - left side (part number 1075273), sealing for cover - right side (part number 1075283), screen-print sealing (part number 1074262), assembly group clutch (part number 31155989), sealing cover cap (part number 1074463), socket with cable (part number 2233374) and hinged cover spring (part number 2235984). The technician stated that an insulation fault on the left side of the motor and a defective control unit socket were found which also had an impact on the sensors on the operating table top. These malfunctions resulted in error messages 105/12, 103/12 and 107/8. According to the technician, the isolation engine damage was caused by expected wear and tear. The functional tests and measurements confirmed that the replacement of the defective parts resolved the issue. The affected getinge device was manufactured in 2008. The review of the previously registered customer product complaints revealed that the defective parts were never replaced so it can be assumed that the parts were in use for 15 years. In summary and as a result of the root cause evaluation, it can be concluded that the reported issue, namely the no movement of the table top leading to the delay in treatment and causing prolonged anesthesia time, was caused by wear and tear due to the age of the device. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of h4 device manufacture date field deems required. This is based on the internal evaluation. Previous h4 device manufacture date: 07/01/2008. Corrected h4 device manufacture date: 04/04/2008.

Event description:
Manufacturer's reference number (B)(4).